Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient presented with complaints of glare in the right eye. The patient completed all light treatments and returned to the clinic approximately three months later with persistent glare and visual disturbances described as arches. Upon examination, the light adjustable lens (lal) was found to be dislocated. Approximately one month later, a secondary surgical procedure was performed to reposition the lal. Following the procedure, the patient reported blurry distance vision. No additional information has been provided to date.